Event description:
It was reported that the cause of the event was the patient was hospitalized due to a coma. The problem was not due to the pain pump.

Event description:
It was reported that the patient was admitted to the emergency room in a coma. The pump was then turned off. The physician was considering turning the pump back on. It was unknown whether the coma was related or unrelated to the pump therapy. The device system was used to deliver hydromorphone (dilaudid). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2011 explanted:; product typ catheter. (B)(4).